Event description:
It was reported the connector of a prismaflex m150 set was disconnected. The pipeline was outside of the replacement pump and blood was observed in the control unit. The event occurred during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed the replacement pump segment was disconnected. There are no marks of solvent on the tubing. The reported condition was verified. The involved pump segment of tubing was not bonded to the support plate of the prismaflex set and showed very little to no trace of solvent to achieve bonding. The pump segment of tubing could remain in place in the socket on the support place due to the friction between the tubing and the socket since the outer diameter of the tubing is of similar size as the socket. This allowed the defect to remain undetected at the integrity test performed on each set during assembly. However, this friction is not enough for the pump segment of tubing to remain connected to the support plate once the set is loaded on a prismaflex or prismax machine, and the machine¿s pump rotors apply pressure on the tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.